Event description:
It was reported that this left ventricular lead exhibited a high out of range pace and shock impedance measurements. The change in impedance measurements were noted to have changed abruptly with noise, loss of capture and high thresholds also observed. The noise was also reported to have been oversensed resulting in an inappropriate shock. The system was reprogrammed to turn therapy off. This lead remains implanted. No additional adverse patient effects were reported.